Manufacturer narrative:
Follow-up #1: date of submission 1/22/15. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: no defect was found. No battery cap returned. All testing performed with a test battery cap. Battery cap is able to fully tighten. Battery compartment intact. No evidence of short battery life or excessive battery usage observed in black box. Current draws within specifications. No "battery life" issues duplicated during investigation removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.